Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 1cc, 8mm syringes. Customer states that the needle of the syringe is not sharp and looks rusted. Both returned syringes were examined and both exhibited a small amount of dark material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely adhesive (polymethacrylate shown for comparison). This material could prevent the cannula from penetrating the skin smoothly or properly. A review of the device history record was completed for batch# 8071630. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200747665, 200747365, 200746678] noted that did not pertain to the complaint. Process summary: this operation assembles the cannula into the barrel tip and applies adhesive to hold the cannula in the barrel tip. The racks of cannulated barrels then travel through an oven which uses ir light to facilitate adhesive run down and ultraviolet light to cure the adhesive that bonds the cannula to the barrel tip. The cannulated barrels are then conveyed to a machine that inspects for missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula assembly, and detects for missing shields. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to the defect. Root cause cannot be determined.

Event description:
It was reported that an unspecified number of syringes 1ml 30g 8mm ema non ce experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the needle of the syringe is not sharp and looks rusted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringes 1ml 30g 8mm ema non ce experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the needle of the syringe is not sharp and looks rusted.